Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold measurements, intermittent capture, and decreased sensing. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The clinical observations of increased thresholds, loss of capture, and decreased sensing were not confirmed, as the lead tip and helix appeared to be intact. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Sending supplemental report to provide results of the product investigation.